Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with two 500cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with left breast capsular contracture (baker grade ii-iii). The breast is characterized by pain, tightness, pushing, and discomfort. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On june 24, 2022, mentor became aware that the patient has been diagnosed with bilateral breast capsular contractures (baker grade iii), now. Capsular contracture on the right breast will be reported under mrn: 1645337-2022-07792. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient had undergone bilateral breast implant removal and replacement, with non-mentor implants, on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.